Manufacturer narrative:
Philips has investigated this complaint. According to the additional information that during diagnostic procedure the issue got happened and the procedure got completed by moving the patient to another room. It was reported that the system gave an error message and would not produce fluoroscopy or exposures. Upon troubleshooting, third-party technician reviewed log files and identified fdc failed, also found red leds on fdc front cover. Field service engineer (fse) visited onsite and replaced fdc, downloaded software to fdc and restored detector dataset. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave an error message and would not produce fluoroscopy or exposures. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.